Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 4. Preparation of the ntw clip was done with no complication. The ntw clip was advanced to the mitral valve. During gripper testing, the gripper with tactile marker did lower in unlocked position. It was noted that there was some interaction with the leaflets. The grippers were able to work after standard troubleshooting. The clip was deployed. Another clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on the available information and without the return device to analyze, the cause of the reported inability to move the gripper cannot be determined. The reported difficult or delayed positioning (anatomy) appears to be due to user technique. There is no indication of a product quality issue with respect to manufacture, design, or labeling.